Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "little flap of plastic" that fell off when the needle retracted while touching it. The catheter tip was also reported to be "crooked". All defects were found before use. The following information was provided by the initial reporter: "what I received is one retracted unit and an opened empty package from catalog number 382534, lot number 8353971. There is a note on the package label that states: little flap of plastic. Tip looked crooked. Then there was another note that stated: needle retracted on feeling it, ¿plastic piece¿ fell."

Manufacturer narrative:
Received one opened and retracted device. With separated top and bottom webbing from lot number 8353971. The cannula was retracted, and the catheter assembly was separate from the unit. Microscopic investigation confirmed foreign matter on the tip of the catheter. No holes or slits were found along the catheter tubing. The flap of plastic was not observed. The foreign matter has been sent in for ftir testing. ¿ftir analysis was completed on the material observed on the catheter. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose mixed with silicone.¿ conclusion: cellulose is most commonly found in paper and cotton. This could get onto the catheter tip during manufacturing from the clothing the operators are wearing or from being exposed to the environment in the hospital outside of a clean room from sheets or clothing. It cannot be determined where the cellulose came from as the product was opened and may have been manipulated in a way that caused fibers to become attached to it. Silicone is used to lube the catheter tip to reduce friction between the catheter and the patient¿s skin. Cellulose will stick to the silicone if exposed outside of the package. The root cause of the foreign matter described in the verbatim and the foreign matter observed could not be determined. The defect of catheter tip integrity was not confirmed. A root cause cannot be determined without the presence of a defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "little flap of plastic" that fell off when the needle retracted while touching it. The catheter tip was also reported to be "crooked". All defects were found before use. The following information was provided by the initial reporter: "what I received is one retracted unit and an opened empty package from catalog number 382534, lot number 8353971. There is a note on the package label that states: little flap of plastic. Tip looked crooked. Then there was another note that stated: needle retracted on feeling it, ¿plastic piece¿ fell."